Event description:
It was reported that, "(B)(6) 2011 - pt has fracture of proximal tibia and is treated with plate screws and hydroset.(B)(6)2011 - pt has infection and is treated with antibiotics. (B)(6)2011 - pt has an infection and plate and screws are removed - hydroset is inspected and it is intact and hard. (B)(6) 2012 - pt has drainage at site but all cultures are negative. (B)(6) 2012 - pt is still draining with some pain. (B)(6)2012 - pt walks into office holding a piece of hydroset that came out of the drainage site."

Manufacturer narrative:
Device not returned for eval. Internal investigation in progress but not yet complete.